Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG falloff test and therapy electrode recognition test. There was improper wetting of the fillet to the solder connection at the r1 tab inside of the therapy electrode (te). The cause of the test failure was isolated to the improper solder connection. The root cause was an improper solder connection combined with mechanical stress. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Correcting typographical error to original evaluation to remove the word "front" in order to add further clarification to the defective belt. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG falloff test and therapy electrode recognition test. There was improper wetting of the fillet at the solder tab connection inside of the rear 1 therapy electrode (te). The cause of the test failure was isolated to the improper solder connection. The root cause was an improper solder connection combined with mechanical stress. No adverse events occurred from the defective electrode belt. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG falloff test and therapy electrode recognition test. There was improper wetting of the fillet to the solder connection at the r1 tab inside of the therapy electrode (te). The cause of the test failure was isolated to the improper solder connection. The root cause was an improper solder connection combined with mechanical stress. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.